Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on an unknown date. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. (B)(4).

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h2: additional information: block b5 (describe event or problem) and block h6 (device code) have been updated based on the additional information received on november 3, 2022. Block h11: correction: additional information has been received on 01nov2022 stating that this was a clip unable to engage problem which is a non-reportable scenario.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on an unknown date. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip was unable to release from the catheter to deploy. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. Additional information received on november 3, 2022: it was clarified that the only device problem was the clip would not lock onto tissue.